Event description:
Customer called on (B)(6) 2011 reporting that their powervar universal power supply (ups) unit had smoked and lost power. Customer stated that they had turned off and unplugged the ups. Customer reported that their unicel dxc 600 synchron system was plugged into the ups but is not connected directly to the wall outlet. No further issues were reported by the customer. No patient results were affected and no injury was reported as a result of the event. Customer stated that they will call the ups manufacturer, powervar, for a replacement. No service was performed by a bec field service engineer as the ups is supported by the manufacturer, powervar.

Manufacturer narrative:
The ups in question is not made by beckman coulter. Customer will contact the manufacturer, powervar, for replacement. Bec identifier for this report is (B)(4).